Event description:
The facility alleges the clips do not close properly. It is unknown when this condition occurred or if medical intervention was necessary. No add'l info is available.

Manufacturer narrative:
Device evaluated by manufacturer: several attempts were made to have the device returned for evaluation. At this time, no device has been received and the lot (s) number for the applier were not reported to the manufacturing facility. Teleflex medical is unable to perform a device history record review without identification of the lot number or the device to investigate and determine a lot number. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. Conclusion: no conclusion can be drawn.